Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply to signal interface board cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent communication failed error message. A reboot was required to restore functionality. This info indicates that a system lock up had occurred. There is no report of death or serious injury.